Event description:
It was reported that the customer was hospitalized for high blood glucose and slight diabetes ketoacidosis. The blood glucose reading 760mg/dl. The mother stated that the insulin pump started to alarm no delivery prior to the event. The infusion set was changed without any results. Troubleshooting was performed. The programming and the alarm history were correct. Ran a fixed prime test and passed. The mother also stated that the cannulas sometimes were bent. Performed twice the high pressure test and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.